Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a roux-en-y, the suture came off the needle. Patient is doing well. No tissue damage or patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* surgidac* 2/0 7 grn dlu su opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The reported condition for this incident was that the needle detached during a roux-en-y procedure. The visual inspection of the sample noted one needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened sample, the needle was received without suture and appeared to have disengaged from the suture under tension. The returned sample as received by medtronic was found not to meet medtronic quality release specifications after application in the clinical setting, and due to the received detached needle, the reported condition was confirmed. The probable root cause was determined to be excessive tensile stress applied to the suture. Unfortunately, because no sealed samples were received, a needle attachment test could not be performed. A review of complaint data revealed no trend for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.